Event description:
Investigation completed and summary.

Manufacturer narrative:
Other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend . Six samples 6) samples were received from p/n 67pfs50 l/n 3942519 were tested. One and four were inflated and cuff air was stuck, once manipulated the cuff inflated four times. Then when the samples 2, 3, 5 and 6 were inflated, the cuff inflated without problems. When the cuffs were measured, the percentage for the symmetry was for sample 1:38.8 percent, sample 2:43.24 percent , sample 3: 36.84 percent , sample 4: 41.17 pecent, sample 5: 41.7 percent and for sample 6:38.8 percent . These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. Manufacturing reviewed and no discrepancies and device passed 100 percent prior to release. No fault could be established.

Event description:
It was reported that the cuffs were asymmetrical on smiths medical trach tubes during pre-test. No patient involvement.